Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok and down arrow keypad buttons were sticking and required several presses presses to elicit a response. The reporter noted a tear on the ok button occurred after tactile changes. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn over the ok keypad button and the audio bolus button was detached. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the ok, contrast, and down arrow keypad buttons were intermittently unresponsive; the up arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.